Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort. It was reported by the patient that they could feel the right atrial (ra) lead and right ventricular (rv) lead in their heart and that they were wondering if their implantable pulse generator (ipg) was working for them. The device and leads remain in use. No further patient complications have been reported as a result of this event.